Event description:
Information was received indicating that a smiths medical ventilator was having pressure issues. There were no reported adverse events.

Manufacturer narrative:
Other text: one unit was returned for investigation. Device was received in with a damaged front panel, all the small knobs cracked, the battery door is cracked, and battery compartment is corroded. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review is not relevant due to the age of the device.